Manufacturer narrative:
(B)(4). Additional information: an actual sample was sent in for an evaluation. A visual inspection and functional testing was performed. The two piece luer body was too small, therefore, the reported condition was confirmed, and the cause of this condition was due to the mold insert being undersize/oversize. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) of a clearlink set in which the male luer lock adapter cross threads across the edge of the female luer lock fittings before usage. It is unknown in which care area this event occurred. There was no patient involvement or medical intervention performed

Manufacturer narrative:
(B)(4). A sample has been received but not fully evaluated. Once the evaluation has been completed; a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.